Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow up, this implantable cardioverter defibrillator (ICD) displayed counters that showed 77% pacing at 190 paces per minute (ppm) in the histograms since last reset. Boston scientific technical services (ts) requested a save all to disk and memory download be sent in for engineering analysis. The requested data was sent in and reviewed. It was found that a single event upset (seu) event had occurred at the location that stored the data in question. The value should have been 0 as the device did not actually pace at 190 ppm. Ts discussed that the corruption was purely diagnostic and did not affect device operation. There were no adverse patient effects reported. The device remains in service.